Event description:
Rep advised by phone that physician stated that suture knot split through fascia subcutaneous through skin. Pt was returned to the operating room to remove the suture from the fascia.